Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loose attune tibia. Loosening occurred from "cement to implant interface." Cement manufacturer is depuy. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Device history lot - device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 6 additional reports, all related to implant loosening. Total for lot number: 7 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95. By product family: 155 (108x smartset gmv, 47x smartset ghv) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: pain, edema, synovitis, no code available (3191) used to capture the surgical intervention, medical device removal.

Event description:
The patient underwent a left knee revision due to pain, swelling, synovitis, and tibial tray loosening at the cement to implant interface. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2017; dor: (B)(6) 2018 left knee.